Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a (DHR) reviews will not be performed even when product/lot information is known. Per wi-3430 it has been determined that should related reports be identified a DHR review is not required.

Manufacturer narrative:
Product complaint#: (B)(4). A follow up will be conducted to provide the legal plaintiff information in section e for the initial reporter once the details are provided. Initial reporter occupation: medical professional provided until plaintiff information is received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle medical records received. After review of medical records patient was revised to addressed mild to moderate adverse local tissue response with no frank necrosis of tissues outside of the joint nor pseudotumor formation. Operative notes indicated pain, elevated chromium and cobalt levels, taper of the head on to the trunnion had quite a bit of corrosion. Doi: (B)(6) 2008; dor: (B)(6) 2020, (right hip).